Event description:
During a meniscal repair procedure, the surgeon had difficulty with two devices. When he deployed the second t (was fully seated at end of needle), it appeared to be stuck on ridge-bounced over indentation of needle; should slide off easily. The sugeon finished the case with a straight fast-fix device with no further issues. The surgeon has been using fast-fix successfully for over one year. It was confirmed that t1 from each device was left in the joint unsupported.